Event description:
Customer reported a past high blood glucose (bg) event with an unspecified exact level, as the display showed "high." Cause was not known. To resolve the high bg, the customer changed the infusion set and cartridge. Cts recommended that the customer consult with a healthcare professional to discuss potential factors affecting bgs, and the customer understood and acknowledged this advice.